Event description:
It is reported a grain structure anomaly that may exist in some of the titanium bar stock used to MFR the implants may reduce material properties of the implants. There has been no adverse event reported against these hip stems on this issue. This medwatch report is being filed to report the recall of these hip stems.

Manufacturer narrative:
Evaluation summary: one shipment 1544# of 1.25" x 3.00" bar stock accepted into production by zimmer (grain structure passed laboratory analysis of sample). Other shipments other size bar stock same master material heat were rejected following zimmer lab analysis of sample. Condition is sporadic throughout mill run. Evaluation codes: at supplier, during heating intermediate billets from master material heat "p840" ("ingot") for "roll forge" operation, 1 of 3 furnaces was erroneously heated 125 degree above spec about 30 minutes. Eight of 25 billets (~30% original ingot) were heated in over temperature furnace. Higher temperature allowed material to form grain structure that doesn't meet requirements of zimmer engineering specification 2a-81. Affected billets were mixed throughout balance of material during downstream reduction operations. Inspection & tests by supplier on finished bar stock didn't detect intermittent condition.